Event description:
Physician assistant was using an endoscopic vein harvesting system when he noticed that a portion of the tip had cracked off the device and was now somewhere in the patient's leg. After searching the leg and repeated irrigation, the tip was recovered.